Manufacturer narrative:
The article clearly describes deviations from instructions for use: the surgeons were deviating from the surgical instructions when resecting the articular surface on both sides of the joint in 41% of the patient s (12 patients). Ingrowth from both sides may result in an undesired arthrodesis. The surgeons were deviating from the surgical instructions when the implant was fixed to one bone only in 21% of the patients (6 patients). A loose implant will result in motions creating inflammation. Fifty percent of the patients were operated on according to the former surgical procedure with decortification under the wings. This will not give stable fixation in the case of use of suture anchors and it can be difficult to reach stable fixation with screws. New IFU was issued in mid 2007 to avoid this problem. Four patients were diagnosed with eaton stage 4 disease. In these cases the patient may have remaining pain from the untreated stt joint.

Event description:
Article in hand. (B)(4). Complications with the use of artelon in thumb cmc joints arthritis. A retrospective review of 29 patients showed twelve patients with sustained complications, four of them underwent resurgery. (B)(4).